Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure; a mesh w cystoscopy for sui on (B)(6) 2010 and a mesh was implanted into the patient. It is also reported that the patient had a removal of mesh on (B)(6) 2012 due to pain from mesh, by the same surgeon at baptist medical center. It is further reported that the patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that patient underwent hydrodistension and intra-detrusor injection of botox on (B)(6) 2013 due to refractory detrusor overactivity with urinary incontinence. No additional information was provided. (B)(4).

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to FDA: 10/25/2016.